Manufacturer narrative:
The insulin pump communicated properly with the transmitter and glucose sensor simulator. No unexpected weak signal or lost sensor alarm was noted. No cosmetic damage was noted.

Event description:
Customer reported issues with her sensors. She stated that every two days she would get weak signals or lost sensor alerts. The customer stated she already bought a new transmitter but the issue persists. The customer also stated her blood glucose would be around 50 mg/dl up to 150 mg/dl. She also reported that her sensors would only last 4-5 days. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).